Event description:
It was reported that during a ptca treatment procedure, the f/g adante 20/3.5 mm balloon ruptured at 8 atms on the initial inflation. The lesion being treated was a calcified, stenotic lesion in the distal left circumflex (lcx) coronary artery. The physician used a neo's soft guidewire and a 6f mach1 guide catheter to cross the lesion. The f/g adante 20/3.5 mm balloon was removed and replaced with a maverick monorail balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.